Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in new zealand for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed a crack along both of the swivel wye ports. The pressure test result was outside of the specification. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process and will be implemented next month. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a distributor that the rt266 infant breathing circuit did not pass the initial leak test before use. Investigation revealed that the circuit had a cracked swivel. There was no patient involvement.